Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint of a broken cable. The instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. The root cause was attributed to a component failure. An additional observation not reported by the site was also identified. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.050¿ - 0.218" in length and were not aligned with the tube axis. The root cause of the scratch marks /abrasions on the instrument main tube is typically attributed to mishandling/misuse. A review of the site's complaint history confirmed there are no additional complaints related to this product and/or this event. There was no procedure video or image provided for review. A review of the instrument log for the cadiere forceps instrument (part# 471049-07/lot# n10201019 0047) associated with this event has been performed. Per logs, the instrument was last used for a procedure on 09-sept-2021 using system sl0168. The instrument had 5 remaining usable lives with no subsequent use recorded. This complaint is being reported because failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the jaw joint cable on the cadiere forceps was found to be broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.